Event description:
A (B)(6) male pt contacted zoll customer support to report that he was having difficulty downloading his monitor. A pt service representative was dispatched and notified zoll customer support that a service code was displayed on the pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (download code 139) has been confirmed. Upon investigation, the monitor revealed a download code 129. This service code is indicative of a segmentation fault during a data download. The cause of the segmentation fault is a flash memory failure. The cause of the flash memory failure has been isolated to flash components on the computer analog (ca) board sn (B)(4). The flash memory components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Rot cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.